Event description:
It was reported that the single use aspiration needle guide green sheath had shredded at the end. The issue occurred during a diagnostic ebus (endobronchial ultrasound) procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide the results of the final investigation. The device was inspected, and the distal tip of the green sheath was confirmed to be torn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.